Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "hyperemia, inflammation, edema, induration, and slight hyperthermia" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 28 days after injection with juvederm voluma with lidocaine in the jowl and zygomatic area, the pt developed hyperemia of the right jowl/cheek. Upon examination, the healthcare professional observed hyperemia, inflammation, edema, induration, and slight hyperthermia. Pt was prescribed "amoxiclav", "sumamed" ,"lynex", "hyaluronidaza injections", "polyxidonium", a "gentamicin + diprospan injection", and a "gentamicin + fluorouratsil injection." An ultrasound was performed after "relief symptoms" noting no "signs of inflammation found in the right cheek region; the subcutaneous fat product localized." Symptoms resolved a month and a half after injection.